Event description:
The customer states that a patient sample generated erratic calcium results when processed using the architect c16000 analyzer. Initial results obtained: 2.92 mmol/l, 11.68 mg/dl; 2.76 mmol/l, 11.04 mg/dl; 4.43 mmol/l, 17.72 mg/dl; 4.37 mmol/l, 17.48 mg/dl. The sample was repeated the next day in 10 replicates with results ranging from 2.47 mmol/l (9.88 mg/dl) to 2.84 mmol/l (11.36 mg/dl). There were no adverse outcomes reported related to this issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Investigation summary: the evaluation of the issue consisted of a review of customer complaints, current architect c16000 labeling, and the information provided including the complaint text. Architect c16000 serial number (B)(4) generated discrepant calcium patient results on (B)(6) 2009. There was no adverse impact to patient management due to the discrepant calcium results. The customer replaced and calibrated the sample probe to resolve the discrepant result issue. The customer ran another precision run and noted the precision run results after the sample probe replacement were good. The architect system operations manual was found to contain adequate information to resolve discrepant result issues. The manual lists multiple probable causes for discrepant results including bent, damaged or misaligned probe. The calcium package insert was reviewed and was found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. The package insert notes under sample collection and preparation for analysis it is important to follow the routine maintenance procedures defined in the architect system operations manual for optimal analyzer performance. The probable cause of the discrepant calcium results was a malfunctioning sample probe. The actual cause of the suspect patient results could not be determined with the information available. Based on the available information and this investigation, no deficiency was identified for the architect c16000 instrument list no. 03l77-01 related to the issue under investigation. This is the final report.